Event description:
It was reported that the implanted rv defibrillation lead had been having increasing impedance measurements, up to 1100 ohms. The lead was capped and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.